Event description:
Event description cpi received information that during a procedure for normal battery replacement of the automatic implantable cardioverter defibrillator (aicd). Also noted, inadequate sensing, this endotak transvenous defibrillation lead (0062) was removed from service. A new cpi lead was implanted.